Event description:
During an implant procedure, a diagnostic anomaly was observed on the ECG when positioning the right ventricular (rv) lead. Additionally, the helix of the rv lead was unable to be fully retracted. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of ¿physician was not satisfied by the obtained signals on the ECG¿ was not confirmed, while the reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism did not reveal any anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.